Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen. On (B)(6)2024, the patient mentioned that it was over 8 hours that the unspecified error was first noticed up to the time the continuous glucose monitor (cgm) read 400 mg/dl. The patient also mentioned that it took 5 hours for him to become aware of the error before he experienced the symptoms. He was hyperglycemic and was vomiting. The patient went to the hospital because he was vomiting and was put in intensive care unit (ICU) for 3 days. The patient mentioned he was given medication through IV but could not remember the exact medication given to him. The patient mentioned that he was released from the hospital on (B)(6)2024. At the time of the report, the patient was doing good. Of note, the patient uses insulet omnipod5 reportedly not in modified closed loop. Data investigation confirms an unspecified malfunction. The probable cause was determined to be sensor noise under an hour. The device functioned within specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 investigation conclusion code - 4316 - the concluded cause is not adequately described by any other term

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, further review of the data was performed. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. However, it was noted in connection with the allegation that the estimated glucose values (356 mg/dl) rose above the high alert threshold (350 mg/dl) at 06:59 pm on (B)(6) 2024. The app delivered high alerts escalating from 92 percent to 100 percent volume until the high alert was acknowledged at 09:09 pm. The egvs remained high (over 400 mg/dl), but additional high alerts were not delivered after acknowledgement as the snooze feature was disabled. At 10:29 pm, the device began experiencing temporary sensor error, with the app delivering an alert after the default 15-minute delay, which was acknowledged immediately. From 10:59 pm, egvs remained high (over 400 mg/dl) for the next two days. No additional patient or event information is available.